Event description:
Two plates implanted in 1/90 and six screws, plates and screws removed in 3/91. All six screws were broken. The misaligned hardware was rubbing against and trying to sever the sciatic nerve. Rptr is totally and permanantly disabled.